Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, a haptic issue occurred without any patient contact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the leading haptic came out straight during the loading process, prior to insertion, with no patient contact.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).